Event description:
The customer reported the system intermittently failed to produce an image. Also, the automatic exposure control was inoperable.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image control board was reconnected and the candlesticks regreased. The system was then found to be operating as intended.